Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Prior to an implant attempt of the subject device, a verification of the mechanical operation of the fixation mechanism was performed. The physician indicated that the helix extended normally but after retraction when the butterfly wrench was removed, the helix extended again. Another was subsequently implanted instead.